Event description:
During follow-up, an extended charge time was observed. Three consecutive cap reforms were performed with only a slight improvement in the charge times. The decision was made to explant the device.